Event description:
It was reported that the pt experienced a shocking or jolting sensation following exposure to a security gate at several stores. The device was turned on at exposure. She experienced a burning sensation at the implant site for 2 days after walking through a security gate. The pt experienced an overstimulation sensation as a result of standing up and sitting down. She was at home. Further info is being requested from the hcp.